Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump reservoir tube lip is broken. The customer's blood glucose was 148 mg/dl at the time of the incident. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instructions. The insulin pump will be returned for analysis.